Manufacturer narrative:
This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-01817, 9616099-2007-01818, 9616099-2007-01819. Add'l info will be submitted within 30 days of receipt.

Event description:
A male enrolled in the study experienced in-stent restenosis associated with a non-st elevation myocardial infarction three and a half years after receiving four cypher stents. The pt's medical history including stable angina, hypercholesterolemia, and family history of coronary artery place him at increased risk for developing mace. The pt underwent the index evaluation for stable angina. Baseline medications included beta-blockers, calcium antagonist, asa, vasodilators, simvastatin and iib/iia receptor blockers. Coronary angiogram revealed lesions in the proximal left anterior descending (lad), distal circumflex (cfx) and the proximal to mid right coronary artery (rca). It is unk if the lesions were pre-dilated before implantation of four cypher stents. The proximal lad received a cypher deployed at 16 atm. The distal cfx was treated with other cypher implanted at a suboptimal deployment pressure of 9 atm. The proximal to mid rca lesions were treated with another two cypher stents deployed at 16 atm. The monitoring of act's or use of ivus was not indicated. The procedure was completed without report of complications or pt injury. Post-procedure antiplatelet regimen included the use of asa and clopidogrel. Three years and five months after the index, the pt was admitted to the hospital with complaints of angina. ECG revealed slight st sagging in leads iii and atrioventricular fibrillation with a troponin level of 74. After sublingual nitroglycerin, the pt experienced a hypertensive and bradycardic episode. Coronary angiogram revealed 50% in-stent restenosis affecting the diagonal trifurcation with a small aneurysm at the distal end of the stent. The distal cfx was 100% stenotic with a timi flow of 0% and involvement of the first obtuse marginal. The rca had 20% in-stent restenosis with an aneurysm proximal to the stent. Progressive coronary artery disease evidenced by 30% distal tapering of the left main, 70% ostial disease of the second diagonal and 30% unk ostial disease. Echocardiogram revealed apical hypokinesia with mild left ventricular systolic dysfunction and severe reduction in perfusion to the lateral wall. According to the report, the pt did not receive any treatment for the aneurysm. The stenosis in the cfx was not treated, but life long clopidogrel was advised. The pt was discharged 3 days later on asa, clopidogrel, atorvastatin, perindopril, bisoprolol, nitroglycerin spray and omacor. This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents.